Event description:
It was reported that this pacemaker was explanted due to an unknown product performance anomaly. Other than the procedure, no additional adverse patient effects were reported. At this time, this device was returned to boston scientific. Additional information indicated that the physician suspected that this device had reverted to safety mode. The patient was dependent; therefore, the replacement procedure took place. After the extraction the device was interrogated and there were no error codes. Other than the procedure, no additional adverse patient effects were reported. At this time, this device was returned to boston scientific.

Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to update section b5. The analysis of the returned device has not been completed yet. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
The analysis of the returned device has not been completed yet. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker was explanted due to an unknown product performance anomaly. Other than the procedure, no additional adverse patient effects were reported. At this time, this device was returned to boston scientific.

Manufacturer narrative:
The returned pacemaker was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use. Follow up report 1 (additional information): this report is being submitted to update section b5. The analysis of the returned device has not been completed yet. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker was explanted due to an unknown product performance anomaly. Other than the procedure, no additional adverse patient effects were reported. At this time, this device was returned to boston scientific. Additional information indicated that the physician suspected that this device had reverted to safety mode. The patient was dependent; therefore, the replacement procedure took place. After the extraction the device was interrogated and there were no error codes. Other than the procedure, no additional adverse patient effects were reported. At this time, this device was returned to boston scientific.